Event description:
It was reported that a device was beeping constantly during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.model number is unknown. No information has been provided to date.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were removed, the case was cracked, and device had fluid contamination. Evaluation. Visual inspection found tamper seals were removed, and the pump was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing two ?aa? Batteries were inserted into the device to power up and observe the issue. Upon review, ?double beeping? Was duplicated, also found the device was contaminated of fluid/med on device and by the chassis base of both occlusion sensors which is the cause of the issue. To address the issue the downstream sensor, upstream sensor, and both housings were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.